Manufacturer narrative:
(B)(4).

Event description:
At the pump refill, an abnormal infusion rate was observed. The expected residual volume (3.3ml) was less than the actual volume (11.2ml). On (b)(5) 2010, a catheter dye test and a rotor study were done; the results came back as no anomaly. Since the patient did not experience any return of symptoms, the doctor decided to observe until the next refill.